Manufacturer narrative:
A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that they have a question about the AED waveform analysis from an event. The involved patient died, but the customer has stated that the device was not a factor in the patient's outcome. We are considering this as a malfunction based on the customer report only.